Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 694 (mg/dl) and diabetic ketoacidosis. Prior to being hospitalized, the customer attempted to address their bg levels by delivering boluses and manual injections; however, elevated bg levels persisted. While hospitalized, the customer was treated with intravenous insulin, intravenous fluids and released the following day. Reportedly, the customer believes the pump is not adequately delivering insulin. System check with tandem technical support indicated the pump was performing as expected. Customer acknowledged.